Manufacturer narrative:
No patient present. Other relevant device(s) are: order part: software: 9735638 fusion compact ent. Software: fusion compact 1.0 9735638. No analysis has yet been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system froze and after reboot, there was an error message shown in the "select patient" dialogue. The message was "system program problem detected. Do you want to report the problem now". "Report problem..." Was pressed. System asked for password. Password was entered and then four (4) additional error messages was shown. First error message reads "sorry, the application lsusb has stopped unexpectedly. If you notice further problems, try restarting the computer." After a reboot the system functioned as intended. There was no patient present at the time of the event.

Manufacturer narrative:
Correction: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.